Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was partially abandoned due to high pacing impedance within limits and high pacing thresholds. The shocking portion of the lead remains active. A new right ventricular (rv) pacing lead was implanted. No additional adverse effects was reported.